Event description:
Pt was receiving IV fluids through a hickman catheter using the safeline injection site. The nurse found the sleeping pt in a pool of blood. The injection site had cracked. No sample or lot number is available. No pt injury has occurred.